Manufacturer narrative:
B3: event date: (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed to alarm upstream occlusion during delivery in the hospital patient room. The staff discovered fluid bag was not emptying as expected and found a blue clamp was engaged on the pump which was blocking fluid flow and preventing delivery to the patient. No obstruction alarms sounded despite fluids being blocked. Testing confirmed the issue by running the pump with clamp partially engaged which resulted in no fluid deliver and no upstream occlusion alarm for 2.5 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information b5: the device flow rate was set 36ml/hr and the intravenous fluid was 5% dextrose in normal saline (d5ns) with 10meq potassium chloride (kcl). Additional information: h6, h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.